Event description:
It was reported that the customer encountered an error with their continuous glucose monitor, referred to as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with performing a pump reset, which successfully resolved the issue, and the customer was able to start their sensor session without further problems.